Event description:
Customer's bg was 484 mg/dl at 3:30 am; she gave a correction bolus (amount not specified). At 7:30 am her bg was 400 mg/dl with "mild" ketones. She removed the pod and noticed "the needle still in" and "a little bit of insulin leaking." Customer stated the "needle never retracted and the cannula was never launched." She also reported "slight discomfort" when the pod was activated. The pod was returned for evaluation.

Manufacturer narrative:
The returned pod's needle and cannula were found undeployed. Inspection of the pod confirms that a broken component prevent the cannula and needle mechanism from firing properly. Under this condition, the device was unable to deliver insulin to the customer. This malfunction is determined to have contributed to the customer's hyperglycemia. Product lot qualification records were reviewed and determined to have met all acceptance criteria. The omnipod user's guide warns to "check th infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Manufacturing changes have been implemented to ensure the needle/cannula fire as designed. This lot (l30877) was manufactured prior to the implementation of those changes.